Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending (lad)artery. A 1.5mm rotalink burr was advanced to the target lesion, following pre-dilation with a 2.5mm non-bsc balloon catheter. Subsequently, a 2.75x38mm stent was deployed in the mid to distal lad and a 4.00 x 32mm synergy ii drug-eluting stent was deployed overlapping the previously implanted stent. Then the 4.00 x 32mm synergy stent was post-dilated with a 4.5mm balloon catheter; however, after post-dilation in the left main (lm), the stent was partially longitudinally deformed at the proximal edge and was coming out of the lm to aorta by few millimeters. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.